Event description:
In early 2009, the patient's husband reported that this morning the infusion tubing became disconnected from the infusion device while the patient was sleeping, and her blood glucose elevated to 590 mg/dl. He stated that they noticed the issue 2-3 weeks ago, when the tubing connector did not click when inserted into the infusion set and, the infusion tubing could be easily removed without pinching the sides of the connector. The issue occurred with each infusion set from that box. He stated that this morning he replaced the infusion tubing with another from the same box and the connector still did not click into place. He gave the patient a 3.5 unit injection via syringe to lower her blood glucose. He was advised to use infusion tubing from another box and he stated that the new tubing did click into place. He gave the patient another 1.0 unit bolus through the infusion device. The patient's target blood glucose level is 100 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.